Manufacturer narrative:
Investigation summary: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of the patient files of (B)(6) 2023 confirmed the reported ventricular loss of capture. The reported capture failure was most probably attributable to lead dislodgement but could not be confirmed with certainty since the only x-ray provided was taken after implantation, on (B)(6) 2023. However, as reported prior to the re-intervention, fluoroscopy revealed a slight difference in the lead position. It should be noted that lead dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes.

Event description:
On (B)(6) 2023, the patient had syncope and went to the hospital. No ventricular capture at 7.5v was noted so it was decided to perform a reintervention on (B)(6) 2023 to replace the lead. The lead was discarded.